Event description:
It was reported that the patient presented in the operating room for a generator change due to normal battery depletion. During the procedure, noise was noted when the replacement implantable cardioverter defibrillator was connected to the lead. The cause of noise was unknown. The device was not used and the lead was capped. A new competitive device was implanted on (B)(6) 2017. There were no adverse consequences to the patient prior, during and post procedure.